Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2018. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 02/07/2019. The patient stated they noticed that the sensor wire was still under their skin. The patient stated local anesthesia was used on (B)(6) 2018 to have the sensor wire surgically removed. At the time of further contact, the patient was doing okay. No further patient or event information is available.